Event description:
It was reported that this implantable device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. This device was explanted and replaced. No additional adverse patient effects were reported. Additional information: further investigation determined that complaint 11708827 is a duplicate to this case. Please refer to complaint (B)(4) (emdr report number: 2124215-2019-24416) regarding any additional information.

Manufacturer narrative:
Please note: patient 3191 captures the reportable event of surgery. Please refer to emdr report number: 2124215-2019-24416 for additional MFR narrative details.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this implantable device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. This device was explanted and replaced. No additional adverse patient effects were reported. Additional information regarding product information has been requested but not yet received. This report will be updated should additional information become available.